Event description:
A hospital in (B)(6) reported via our distributor that water leaked from an mr290v vented autofeed humidification chamber. It was also reported that a "flaw" was found near the base plate. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in new zealand for inspection. It was visually inspected. Results: visual inspection revealed that the chamber dome was cracked along the base. A lot check revealed no other complaints of this nature for lot number 101130. Conclusion: the nature of the cracking suggests that the damage occured during transportation or storage of the chamber. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).